Manufacturer narrative:
Corrected MFR report number. Submitted the MDR 2016493-2025-00172 on jan 09 2025, because we already attempted to submit the same MDR 2016493-2025-00172 on jan 03 2025, for which ack1(B)(4) was successful but ack3 (B)(4) failed due to duplicate MFR report number.

Event description:
It was reported when using the bd pyxis medstation system, drawers 3.1 and 3.2 were not being detected on the communication bus. The customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no harm or delay in patient care reported as the medications were retrieved from another station on this unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the drawer controller printed circuit board from drawer 3.1 as well as the drawer module printed circuit board to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.